Event description:
It was reported that the insulin gauge displayed a different amount than what the customer expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.